Event description:
It was reported that at follow-up sensing was poor. An attempt to place a new lead was unsuccessful. The original lead was tested and re-connected to the device with good values. The lead remains implanted.

Manufacturer narrative:
Na